Manufacturer narrative:
(B)(4). This report for a connection issue (resulting in a system error (se) 2240 alarm) was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the connection issue. Baxter will continue to monitor similar reports for the connection issue to determine if further actions are required. The root cause investigation for the se 2240 alarm is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm on the home choice (hc) machine. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she was disconnected from the patient line when she woke up and did not know how it happened. The hp confirmed to start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp's nurse who stated the that the separation actually occurred between the transfer set and the catheter adapter. The nurse confirmed the transfer set was replaced. The nurse reported that the catheter adapter was titanium and still in use. The nurse did not have any additional information. The nurse confirmed the hp did not experience any patient injury but was treated preventatively with antibiotics.

Manufacturer narrative:
(B)(4). The sample and lot information are not available. Should any additional information become available, a follow-up report will be submitted.